Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach by design toothbrush 2s to brush teeth (route-dental, lot number 2531t, frequency and expiration date unspecified). After an unspecified duration, while brushing, the toothbrush broke in his mouth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.